Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a female patient of unspecified age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2011 it was reported that the patient's humapen memoir had extra lines in the display. For example, the number 0 looked like the number 8. The humapen memoir was associated with product complaint (B)(4) / lot 0905c01. The patient was the user of the device. The user's training status was not provided. The duration of use was not provided. The pen was returned on 1(B)(6) 2011. Update (B)(6) 2011: additional information received on (B)(6) 2011 from the global product complaint database added the device specific safety summary, the manufactured date, and the return date; updated the improper use and storage to yes; updated the medwatch and EU/ca fields; and updated the narrative.

Manufacturer narrative:
Narrative field - new, updated and corrected information is referenced within the update statements. Please refer to update statement dated (B)(6) 2011. No further follow-up is planned. Evaluation summary investigation of the returned device (batch 0905c01, manufactured may 2009) found both missing and additional dose segments in the dose display, determined to be caused by corrosion in the lcd cable due to an unknown contamination at the lcd cable to glass bond interface likely related to the assembly process. House sample review determined there are no issues regarding missing and/or additional segments for the batch. Reportable malfunction of additional and/or missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. User would typically be aware of additional and or missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. User manual instructs, 'if any part of the pen display is missing do not use pen, and if the display is not working correctly to contact lilly or your healthcare professional.' Corrective action - a corrective action was implemented in q3 2010 beginning with batch 1007c01 with an additional on-line control station added to further improve detection of missing segments. In addition, a corrective action has been initiated to replace the existing memoir lcd cable to improve the lcd cable robustness and to enhance controls of the cable bonding process to the lcd unit. Due to the time required to qualify the new supplier of cables, these improvements are targeted for implementation by q1 2012, and supply of humapen memoir has been temporarily interrupted while improvements are being implemented. This is the first and only occurrence of this particular failure mode and is an isolated event, therefore no additional corrective action is planned at this time. Improper use and storage - there is evidence of improper use. The user reuses needles and does not prime pen before each use. This misuse is not relevant to the user's complaint.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a female patient of unspecified age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2011 it was reported that the patient's humapen memoir had extra lines in the display. For example, the number 0 looked like the number 8. The humapen memoir was associated with product complaint (B)(4). The patient was the user of the device. The user's training status was not provided. The duration of use was not provided. Return status of the pen was not provided.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/incident. Will investigate further. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.